Event description:
It was reported that pump experienced malfunction alarm with code 9, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur, and advised customer to continue using pump and call back if malfunction returned, which caller acknowledged and understood.